Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Manufacturer narrative:
MFR site info: updated. The initial MDR was filed as MFR. Report # (B)(4). Additional information obtained showed the correct manufacturing site was site # (B)(4). The pump delivered morphine 15 mg/ml. As received the pump reservoir had 16 ml of fluid and in the "off" state. Analysis review of the pump memory logs showed motor stall, motor stall recovery, stopped pump period may exceed tube set, and pump stopped due to off state. During analysis, the pump was taken out of the off state using laboratory software. Motor function checked and the motor ran and dispensed fluid. The dispense accuracy testing passed. Destructive analysis did find shaft wear on internal gears inside of the motor. Analysis concluded there were pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who received morphine 20 mg/ml at an unspecified dose via an implantable pump. The patient¿s concomitant medications were not obtainable. The implant date was specified as (B)(6) 2012 but not recorded if accurate. While servicing on (B)(6) 2016, there was a pump alarm and there was pump damage as a motor stop/motor stall occurred during servicing. The patient did not experience any symptoms as a result of the event and the patient¿s status was alive-no injury. No troubleshooting was performed. In regards to external, environmental, or patient factors that might have led or contributed to the event it was reported that the morphine was mixed by ¿(B)(6) pharmacy¿. The plan was to explant and revise the pump but the date was not known. It was also reported that it was unknown if surgical intervention was planned but that the pump was expected to be returned if it was explanted. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.